Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient felt low so they laid down and stated they could not talk. The patient's mother called paramedics and when they arrived, they checked the patient's bg and it was 49 mg/dl while the cgm was showing 247 mg/dl. The patient was treated with liquid glucose; however, the patient's bg was still low so they transported the patient to the hospital. At the hospital, the patient was treated with additional liquid glucose and vanilla pudding. After being monitored and their readings were stable, they were released from the hospital. They were in the hospital for two and a half hours. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e0131 speech disorder.